Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2016 customer received the following results on the aviva system within 10 minutes: 489 mg/dl and 189 mg/dl. On (B)(6) 2016 customer received results of "300 mg/dl something" and "140 mg/dl something" within 10 minutes. No adverse event reported. Return of the suspect device was requested for evaluation.